Event description:
The manufacturer received information alleging that last night device was blinking on and off and blinking service required. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was reproduced. During evaluation of the device, the third-party service center visually inspected the device and found the ui has cosmetic details like scratches and burn pcba. There was no report of visible smoke or fire. In addition, the devices error log was downloaded, and one error code was present when reviewed. Lastly, the device was scrapped.